Event description:
It was reported that a valve leak occurred and the user came in direct contact with media and blood. During a fistulogram procedure a 5fr 7cm super sheath was being used when a mixture of blood and contrast came through the introducer hub¿s hemostasis valve. As a result, the mixture of blood and contrast came into direct contact with the physician¿s eye despite the physician wearing protective eye wear. No further details are known. Additional information has been requested and is not available.

Event description:
It was reported that a valve leak occurred and the user came in direct contact with media and blood. During a fistulogram procedure a 5fr 7cm super sheath was being used when a mixture of blood and contrast came through the introducer hub¿s hemostasis valve. As a result, the mixture of blood and contrast came into direct contact with the physician¿s eye despite the physician wearing protective eye wear. No further details are known. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed no leaks were observed when pressure testing was performed. A magnified inspection showed no abnormalities on the cutting part of the valve center. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).